Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 20 mg/dl while wearing the pod. The patient had been driving and pulled over due to low blood glucose levels. The patient reports they had lost consciousness and was taken by ambulance to the hospital. The patients pod was removed prior to going to the hospital. Once at the hospital the patient was treated with intravenous fluids as well as insulin. The patient was discharged from the hospital after 4-5 hours.